Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) and an alert for rv noise were on triggered the right ventricular (rv) lead. Upon interrogation, it was noted the rv lead exhibited short v-v intervals, high rate non-sustained episodes, non-sustained ventricular tachycardia episodes, oversensing, and noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.